Manufacturer narrative:
The external visual inspection revealed the electrode was sliced near the array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires near the array, and broken wires near the contact pads at some electrodes. These are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced electrode migration due to head trauma. The recipient's device was going to be repositioned, however, during surgery, an infection was noted and cleaned. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient has healed.